Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not convert a patient from ventricular tachycardia. The device treated with anti-tachycardia pacing (atp) and 5 shocks (5j and four times 31j). The physician made an allegation that this device was not delivering full 31 joule shocks. This ICD was explanted and another device was successfully implanted.